Event description:
Tandem technical support had the customer perform a system check using the current supplies on the pump and the pump was found to be functioning as expected.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 340 mg/dl with ketones. The customer attempted to lower the bg level by delivering boluses via the pump. However, the bg was not lowering and the customer was hospitalized on (B)(6) 2016 for the high bg and diabetic ketoacidosis (dka). The customer was treated with an intravenous insulin drip and insulin injections. The customer was discharged on (B)(6) 2016. The bg level and dka were resolved. The customer reverted to using lantus and novolog to manage diabetes. The customer thought the pump was the cause of the bg/dka as insulin was not observed exiting the tubing during basal delivery. As the customer's pump was not charged when tandem technical support was contacted, troubleshooting to determine if the pump was functioning properly was unable to be performed.